Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014, inratio 1.7 repeat inratio 1.2. One hour between tests. Pt's therapeutic range 2-3. No reported adverse pt sequela. Pt was not able to provide lot or strip code info, however, pt suspected that the strips may have been past their expiration date as he had them for over a year, possibly two years. No add'l info provided.

Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without add'l info. Since the product associated with the complaint was not returned, mfg record review could not be performed and further investigation was not possible. As there is no indication of a product deficiency, no corrective action is required at this time.